Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was reported that "the cutters did not work. They turned outside of the patient but blocked in situ. It was not possible to mill a proper cavity." No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.